Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.